Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent damaged. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used in the esophagus during an esophageal treatment procedure performed on (B)(6) 2014. Reportedly, the patient anatomy was not tortuous and was not pre-dilated. According to the complainant, during the procedure, the physician deployed the stent but noticed a fold on it. Dilatation was done to try and unfold the stent, but was unsuccessful. The stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.